Manufacturer narrative:
Our investigation of lot sp100054 includes: method: review of the device history records, review of the reported information, assessment of the returned device, and review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100054. Results: review of the device history records revealed that no deviations occurred during production of lot sp100054 in association with the event. The lot met acceptance criteria for qc release. Records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable. Results of bacterial endotoxins testing were acceptable. To date, no other complaints were reported to lifecell against devices distributed from lot sp100054. To date, of the (B)(4) devices processed for lot sp100054, (B)(4) devices have been distributed with no reports that other devices have been implanted. Gross visual assessment of the explanted device revealed no remarkable findings.conclusion: based on our investigation, the event is unlikely related to the strattice device. The device met qc release criteria. Capsular contracture is a documented complication associated with implant-based breast surgery for which the device may be used.

Event description:
As reported to lifecell, female patient with a history of multiple breast surgeries underwent bilateral breast revision on (B)(6) 2014. The patient developed a severe contracture of the right breast; grade IV, 10 days postoperatively. There was redness where the strattice was implanted. The strattice looked good at the time of explant, on (B)(6) 2014. There was a small amount of clear fluid, approx 30cc. The patient had been on perioperative antibiotics. The wound bed had no pus and did not appear infected. The wound bed was washed out and the strattice explanted.